Event description:
The pt was seen at the implant center for device evaluation and reported lost sound while at residence. External equipment was exchanged by the pt however, the reported problem remained. Testing performed at the implant center confirmed that the device was no longer functioning. The pt was scheduled for surgery to explant the device.